Event description:
(B)(4). The day of it being out in me. Headache puking acne memory issues brain fog focusing problems itchiness tin taste in mouth irregular periods mood swings stinky vaginal smell repeated infections and possible side effect in my now (B)(6) son.